Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer¿s blood glucose level was 321-402 mg/dl. The customer reverted to an alternate method of insulin therapy.